Event description:
Medtronic received information that 2 days post implant of this 42mm mitral annuloplasty ring, atrial fibrillation was observed on an electrocardiogram (ECG). It was stated that the patient was feeling well but had palpitations with atrial fibrillation overnight, therefore was placed on intravenous (IV) therapy with an antiarrhythmic medication. It was reported that the patients rate improved and their magnesium was replaced. It was noted that the patient was resumed on beta blockers and started on anticoagulant medication. The site assessed that the event is related to the device and to the implant procedure. It was reported that a follow-up electrocardiogram (ECG) performed one month later showed an atrial flutter. It was stated that the patient has a rate of 79 beats per minute (bpm) due to ongoing atrial fibrillation (afib) atrial flutter. 4 days following the ECG, cardioversion was performed. An ECG performed 3 days following cardioversion showed sinus rhythm with premature ventricular contractions (pvc) and premature ventricular contractions (pac). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.